Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed error message e226. During the procedure, the image intermittently turned black and then returned after a few seconds. Subsequently, the image turned black and did not return. The issue was identified during a cholecystectomy procedure. No patient harm was reported